Manufacturer narrative:
(B)(4). The returned stonetome was analyzed, and a visual evaluation noted that the molding tip was detached from the curving mandrel, and it was not returned, which was consistent with the findings when the device was observed under magnification. Per the dimensional inspection, the thickness and the length of the coined end of the forming mandrel were measured, and both were within specification. No other problems with the device were noted. The product analysis revealed that the molding tip was detached from the curving mandrel. This condition could have been generated due to handling to remove the mandrel from the device, such as if the physician rotated the molding tip instead of pulling the mandrel. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a stonetome was intended to be used in the bile duct during an endoscopic papillotomy with biliary lithotripsy procedure performed on (B)(6) 2022. During preparation outside the patient, the tip stylet of the stonetome was damaged and could not be pulled out. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the molding tip was detached from the curving mandrel. Please refer to block h10 for full investigation details.